Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of allergic blepharoconjunctivitis, rounded volume increase, "bunch" that was mobile and painless, pain, induration, lesion, mass composed of inflammatory tissue, and edema are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: undesirable effects "the patients must be informed that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list): inflammatory reactions (redness, oedema, erythema, ¿) which may be associated with itching, pain on pressure, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of theses tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. Induration or nodules at the injection site. Cases of necroses in the glabellar region, abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account. Patients must report inflammatory reactions which persist for more than one week, or any other side effect which develops, to their medical practitioner as soon as possible. The medical practitioner should use an appropriate treatment."

Event description:
Healthcare professional reported prior to injection patient was pretreated with ¿topical anesthesia lido + prilo + phenylephrine¿ and chlorhexidine and then injected to the eyebrow compartment and superior orbital groove with 1cc of juvéderm volbella with lidocaine. In the next few months patient developed 2 episodes of bilateral allergic blepharoconjunctivitis. Four and a half months after injection patient had an episode of rounded volume increase reported as a ¿bunch¿ that was mobile and painless in the "superior orbital groove extending into the orbital borders in the levator aponeurosis plane of eyelid, right eye." Patient was initially treated with oral and topical antiallergics. Patient then developed pain and induration and was started on prednisone for a week. The ¿lesion¿ decreased almost completely but reappeared after 24 hours of corticoid suspension so hyaluronidase was injected. Symptoms decreased significantly but not completely. Patient underwent a "color doppler echotomography" in soft parts which showed ¿mass composed of inflammatory tissue, without residual hyaluronic acid.¿ patient was injected with kenalog and a ¿gradual regression of mass was observed.¿ patient additionally developed the same episode in the superior groove ¿oi¿ and patient was prescribed an oral corticoid and antiallergic course. 72 hours later patient was injected with hyaluronidase + kenalog with resolution during the first 3 days. About a month and a half later, approximately 7 months post injection, patient attended a medical appointment and reported edema and induration in the eyebrow region that had begun approximately 48 hours prior in relation to ¿spring allergy exacerbation and cutaneous rash in the superior extremities.¿ patient was ¿immediately¿ injected with hyaluronidase + kenalog with significant response in the first 24 hours.